Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother called to report that the insulin pump alarmed motor error. Customer's blood glucose reading was 500+ mg/dl. Customer treated high blood glucose with manual injections. No significant events leading to the alarm were observed. Customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The pump was received with normal operating currents, and passed some functional testing. However, the pump was unable to prime during the prime test due to a faulty force sensor resistor. No motor error alarms were noted. The motor was tested outside of the device and it passed. The pump also had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.